Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No potential prion contamination of the device can be identified regardless of whether the device was returned to olympus. The instruction manual contains cautions when using the endoscope for patients with sporadic creutzfeldt-jakob disease(cdj). Olympus requested the user facility that if the device may have been used for cdj patients, use the device as a dedicated endoscope for cdj patients or dispose of the device, as instructed in the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was not returned to any of olympus locations. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that at least 11 patients underwent an upper endoscopy using the endoscope which had been used for a patient with sporadic creutzfeldt-jakob disease(cdj). No health impact to the patients including the transmission of cjd has been reported. The detailed information provided by the user was as follows. On (B)(6), 2021, the user performed an upper gastrointestinal endoscopy on the patient. The user facility did not recognize that the patient had cjd at the moment and it is not sure when they identified. After the procedure, the endoscope was high-level disinfected with a non-olympus reprocessing machine and then used for other patients who did not have cjd. The hospital was instructed by a health center to send the product to olympus for disassembling and disinfecting it. Multiple attempts have been made to obtain more detailed information on this event, but no further information has been available. Therefore, the exact number of affected patients is unknown. A total of 11 reports are being submitted for this event. This is the fourth report.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that at least 11 patients underwent an upper endoscopy using the endoscope which had been used for a patient with sporadic creutzfeldt-jakob disease(cdj). No health impact to the patients including the transmission of cjd has been reported. The detailed information provided by the user was as follows. On (B)(6), 2021, the user performed an upper gastrointestinal endoscopy on the patient. The user facility did not recognize that the patient had cjd at the moment and it is not sure when they identified. After the procedure, the endoscope was high-level disinfected with a non-olympus reprocessing machine and then used for other patients who did not have cjd. The hospital was instructed by a health center to send the product to olympus for disassembling and disinfecting it. Multiple attempts have been made to obtain more detailed information on this event, but no further information has been available. Therefore, the exact number of affected patients is unknown. A total of 11 reports are being submitted for this event. This is the fourth report.

Manufacturer narrative:
The device was not returned to any of olympus locations. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.